Event description:
Event occurred in malaysia. Damaged haptic after implantation. Imdrf code: a0414, material split cut or torn. Product replaced with another lens immediately during surgery. Wound stretch; increased incision size. Iol was explanted on (B)(6) 2023.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for an event that occurred outside of the USA. The report includes additional information not available/included in the initial report. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product. (Serial no.: "(B)(6)" ; model: "250"). We also confirmed there were not any abnormalities on the "loop pull strength test" of the material lot. ("Sovj-g115-30"). From our investigation, we confirmed the reported event. No root cause was determined based on findings of investigation result. However, based on available information, we believe this event was not caused by our product quality. CAPA-22-0009 has been initiated for damaged haptics complaints.

Manufacturer narrative:
This initial emdr is being submitted to FDA for an event that occurred outside of the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in malaysia. Damaged haptic after implantation. Imdrf code: a0414, material split cut or torn. Product replaced with another lens immediately during surgery. Wound stretch; increased incision size. Iol was explanted on (B)(6) 2023.